Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). (B)(6).

Event description:
The customer reported high ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.